Event description:
An attempt was made to deliver a 3.0 mm x 22 mm resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. It was reported that the device could not cross a sinuosity of the coronary artery and the device was removed. The device was reported to have been damaged. Two smaller stents were used to treat the target lesion. No clinical sequelae were reported.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 8th and 9th proximal stent segments were pinched. The distal tip was damaged.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: operational context contributed to event (root cause of stent damage was most likely procedural related).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent); no results available since no evaluation performed (root cause of reported event cannot be determined based on information received). Conclusions: known inherent risk of procedure (stent damage, failure to deliver the stent); unable to confirm complaint (root cause of reported event cannot be determined based on information received).